Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported the patient has some pain in or around the stoma. There is clear serous drainage. Patient reports there is granuloma or granulation tissue seen around the stoma site. The patient is cleaning the site twice per day with mild soap and water. The patient underwent an ultrasound and received oral antibiotics at the end of (B)(6) 2020 for stoma/abdominal pain. Patient reports no improvement since then and continues to have pain, non-purulent drainage and the granulation tissue remains.